Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to insert and foreign material were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an un-specified procedure, an attempt was made to insert a sheath into the copilot, but the sheath could not be inserted. A white substance was then seen coming out of the copilot where the sheath could not be inserted. A new copilot was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.